Event description:
Pt reported obtaining back-to-back blood glucose results of 475 mg/dl and 210 mg/dl, while using the suspect device. Pt indicated that an additional set of back-to-back tests was performed on the suspect device, with results of 436 mg/dl and 174 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.